Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention for an ipg revision on (B)(6) 2016 (reference MFR. Report: 1627487-2016-01592) and during the procedure lead diagnostics revealed multiple high impedances. The lead was removed and replaced. The patient is receiving effective stimulation.